Event description:
One pt with discrepant sodium results. Same sample used for repeat testing on same analyzer. Initial result gave 133 mmol/l; repeat gave 125 mmol/l. Erroneous result was not reported. The field service representative was unable to determine exact root cause, but noted a problem with the ise tubing and a slight blockage in the flow path of the mixing vessel. Replaced the ise tubing and cleaned the mixing vessel. Performance tests were performed which were with specifications.